Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On, 05/02/2025 a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry had an additional surgery due to a shoulder dislocation on (B)(6) 2025. The event was indicated as unrelated to the univers revers apex. The shoulder dislocation was clinically reproducible with subluxation during examination. The prosthesis position was correct, but the glenosphere was too small. The surgeon opted to change to 39/+4 + spacer + constrained inlay on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. The device was not received for evaluation. Based on the information provided¿which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure was a patient-specific event. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.